Event description:
It was reported that the procedure was to treat a de novo lesion located in the mildly tortuous, heavily calcified, eccentric, 90% stenosed proximal left anterior descending artery. An nc trek dilatation catheter was advanced for pre-dilatation. When the pressure was increased to 18 atmospheres during the second inflation, a balloon rupture occurred. The device was removed from the anatomy and replaced with a non-abbott device to successfully complete the procedure. There was no resistance felt during removal of the protective sheath from the balloon and no resistance felt during advancement of the balloon catheter to the lesion. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion blue. Guide catheter: launcher 6fr jl4.0, it is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for balloon rupture reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.